Event description:
During an embolization procedure, the physician and a neurosurgeon at the hospital were coiling a ruptured mca aneurysm. After successfully placing two orbit coils, he was attempting to reposition the third coil when it stretched. The coil broke at the proximal end of the delivery system and part of the coil head is visible in the gripper. The physician was able to remove the rest of the coil and there was no pt injury.

Manufacturer narrative:
During the procedure there was no resistance/friction between the coil delivery system and microcatheter. During the event, the coil was not utilized like a guidewire, meaning the coil was not advance into the aneurysm and then the microcatheter followed. The vessel was not calcified but was tortuous. There was no additional information. The product was received for analysis, but the examination has not been completed. Additional info will be submitted within 30 days.